Event description:
The consumer alleges when she used the knee walker, it came out from under her, causing her to fall to the floor. Serious injury is alleged.

Manufacturer narrative:
User was sitting and stood to use a knee rollator when the device reportedly moved, and she fell. User alleges the brake came loose. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Malfunction has not been established. User is now using a walker with wheels for use. MDR filed based on alleged serious injury.